Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an issue with a roche cardiac pipette. The customer alleged the needle separated from the syringe body when the cap on the end of the device was removed. The needle was found on a chair. There was no allegation that an adverse event occurred. The device was requested for investigation.

Manufacturer narrative:
Lot number was corrected. The investigation confirmed the customer's allegation. Customers have been informed via customer notification. The us is not impacted. The affected part is used only on the h232 which is a device not marketed in the us.